Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported through a user facility medwatch received that on (B)(6) 2020 a new backup controller was issued due to damage to the black battery cable. The patient was instructed to return the damaged backup controller.

Manufacturer narrative:
Medwatch user facility report # (B)(4) was received on 23aug2021. Manufacturer's investigation conclusion: the event of damage to the black power cable on the heartmate 3 system controller was unable to be confirmed. The heartmate 3 system controller was not returned for analysis and no log file was submitted for analysis. Multiple good faith efforts were made asking if the damaged controller was returned, and the serial number of the controller; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records of the heartmate 3 system controller was unable to be reviewed due to the serial number of the controller being unknown. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and inspecting the system controller power cables for damage. Heartmate iii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. C) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.